Event description:
It was reported that the patient had a sling device in service. The patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown reasons.